Manufacturer narrative:
Follow-p information was received on 17-aug-2016. It was received from patient via letter in which she holds bayer liable for the damage caused. On (B)(6) 2011 consumer underwent a medical treatment the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed on (B)(6) 2015. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. According to additional information this case became legal and the essure devices were removed 4 years after placement. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on events nature and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 26-sep-2016: no response was received to follow-up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. According to additional information this case became legal and the essure devices were removed 4 years after placement. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on events nature and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 25-sep-2015 who had essure (fallopian tube occlusion insert) inserted. The consumer's medical history included heavy bleeding and much pain (during periods). The consumer underwent essure sterilization and the flowing and the cramps decreased. However, in 2012 the complaints increased again. The gynecologist lightly stretched the uterus in order to make more space for the passage to the vagina so that fluids could move away more easily. Since (B)(6) 2015, the complaints intensified again: abdominal pain, lower back pain, contractions, back contractions, nausea, unrest, fatigue, dizziness and yeast infections alternate. An echography was performed, but it clear. The consumer received medication for the pain and ended up in a hospital. The gynecologist diagnosed patient with adenomyosis, in which the mucous membrane of the uterus grows into the muscle layer of the uterus. The gynecologist also observed fluid in the uterus, which had nowhere to go due to the essure and novasure procedures. They allowed for the complaints to get worse. A surgery to remove the uterus and fallopian tubes was planned. Product technical complaint (ptc) investigation and final assessment were received on 09-oct-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 367 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, a surgery to remove the uterus and fallopian tubes was planned. Based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.